Manufacturer narrative:
This MDR is tied to the previous MDR with emdr number of (B)(4).

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing since (B)(6) 2021. No intervention was performed, the lead was reconnected to a new pacemaker on (B)(6) 2022 during generator upgrade procedure. The patient was stable in condition.